Event description:
The user facility reported a 69-year-old male patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. At the end of the case while explanting the cp through the 14fr introducer sheath, the pump would not come through the sheath despite great effort to pull it through. Instead, md pulled the entire unit out as one without issue. There was no vessel damage per angiography. Patient is stable post removal.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the introducer damage and delivery issues has been completed. No product or images were returned. There was difficulty inserting the 14 french peel away sheath. While explanting the impella cp through the 14 french introducer sheath, the pump would not come through the sheath. The physician pulled the entire unit out as one without issue. It was noted that the sheath had "buckled/folding in on peel-away. No product or images were returned. The root cause of the difficulty inserting/removing the introducer was not determined as no product was returned and limited clinical information was provided. The root cause of the removal issue was a introducer sheath kink. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ b.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2023-05205. D.6a and d.6b revised from the initial submission in accordance with updated procedures since the initial manufacturer device report 1220648-2023-05205 was submitted. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-05205 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2023-05205 was submitted. H.6 codes 1384 and 1528 were reported incorrectly on the initial manufacturer device report number 1220648-2023-05205. New codes were added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2023-05205.